Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a fiber optic module failure. It is unknown the circumstances under which the event occurred. And unaware of any patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse found that there were several tec#53 "fos continuous bit failed" messages, all within a two minute period. However, the fse was unable to duplicate the error during testing. The fse completed a full system test per the service manual, all tests passed to factory specifications. The fiber optic test numbers looked very good as well. The unit was returned to the customer and cleared for clinical use.